Event description:
It was reported to covidien on (B)(4) 2014 that the customer had an issue with an scd controller. The customer states that the power cord had about 1cm cut half way down the cord. The earth and the neutral cords were both intact. The live wire had the exposed wires and the surrounding area was black as if it had been shorted out.

Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the results will be forwarded.